Event description:
Reporter experienced the er1 message. Reporter retested with a satisfactory blood glucose result. Reporter did not compare with color chart and has not been running the control solution test. Reviewed technique and importance of control solution test. Reporter stated her blood glucose levels usually run below 200 mg/dl.